Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this newly implanted lead, positioned within the septal location due to previously reported high pacing thresholds, was again exhibiting high thresholds and loss of capture. Boston scientific's technical services was contacted for recommendations and to provide rationale for the observed high values. Additional medical intervention was ultimately conducted. The physician commented that although not confirmed this issue may have been a perforation or micro perforation. The lead was removed and replaced with a non-boston scientific product. No additional adverse patient effects were reported and no return of any product is expected.